Event description:
It was reported that the patient experienced an unusual stinging sensation around the lead and extension connection site. Impedances were found to be greater than 3600 ohms on electrodes 14 and 15. The patient was programmed to 5,7 and 13. Other bipolar pairs were not tested due to time constraints. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported high impedance measured at the leads and patient weight loss were the cause of the event. Due to patient weight loss the internal neurostimulator (ins) became "superficial and uncomfortable". A lead "malfunction with high impedance" was noted and the patient experienced pain and a jolt when the device was turned on. The patient had revision surgery (B)(6), 2012 to relocate the ins and replace the leads. Two weeks later a thoracic and lumbar spine x-ray was taken showing stable findings and good positioning. The patient recovered without sequelae.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer: model 37743fa, serial# (B)(4).

Manufacturer narrative:
Lead model 3778-45 serial# (B)(4) explanted: (B)(6)-2012 lead model 3778-45 serial# (B)(4) explanted: (B)(6)-2012.